Manufacturer narrative:
This event occurred in prt. The customer observed the reagent bead mixer caused foam on reagent packs. The investigation is ongoing. (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient tested on a cobas 6000 e 601 module. On (B)(6) 2021, the patient's initial result was reported outside the laboratory. The customer performed repeat testing on (B)(6) 2021 for confirmation. On (B)(6) 2021, the patient's initial estradiol result was 3000 pg/ml with a data flag. The patient's first repeat estradiol result was "30000" pg/ml with a data flag. On (B)(6) 2021, the patient's second repeat estradiol result was 47.38 pg/ml. The customer determined the second repeat estradiol result was correct and provided a corrected report. The estradiol reagent lot number was 50390103 with an expiration date of 31-oct-2021.

Manufacturer narrative:
The customer had their laboratory's water system checked and it was ok. The field service engineer replaced various parts and performed a system decontamination. The investigation determined there was no indication for a general reagent issue, and all provided system checks were ok. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.